Event description:
It was reported that the datalink/dl2000 data manager modified an unknown number of instrument generated lactate (lact) sample results below 0.7 mmol/l to "<0.3 mmol/l". No actual patient information or results were provided regarding this event. It is unknown as to the number of patients involved or the actual date of occurrence(s). It is unknown as to whether erroneous results were reported outside of the laboratory and it is unknown whether patient treatment was affected. No sample collection/handling information, system calibration/quality control information or patient demographics were provided for this event.

Manufacturer narrative:
Beckman coulter inc assessment of instrument programming indicated that the datalink/dl2000 data manager possessed an incorrectly established lactate result conversion rule of "if lact=dl or lact=ul or lact<lact. Valid low, result ('<0.3'; valid. Default val range=0.3-11.1". Age specified range: 0-364 days, valid low = 0.7. The suspect lact rule was corrected so that the datalink/dl2000 data manager would not convert a 0.3 to 0.7 pediatric lact result to a <0.3 result.